Event description:
During a pta to the superficial femoral arteyr (left or right unknown), the balloon ruptured at 10atm during pre-dilatation. A contralateral approach was used and there was moderate calcification and vessel tortuosity, with 100% stenosis. The product appeared perfect during pre-use inspection and no anomalies were noted during prep. There were no adverse consequences to the patient. The physician used another balloon (420-4020s, lot no. Unknown) and the procedure was finished successfully.